Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pck872 batch number, and no non-conformances were identified. A top foil, an empty labeled winding former, a detached needle were returned for analysis. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected and marks by use of a surgical instrument could be observed at the edge of the barrel hole and a suture piece was noted attach to needle. No needle breakage was found. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Per the condition of the sample received, no performance needle breakage was noted, but improper handling on the sample was noted, since the suture was broken at the part connecting to needle.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture needle broken at the part connecting needle to suture. There was no delay and the procedure was completed successfully. There were no adverse patient consequences reported.